Event description:
Additional information received reported that the event is now resolved. Patient recovered.

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the distal sfa of the right leg. Approximately 12 months post index procedure the patient suffered restenosis of the right sfa. The restenosis was treated with pta approximately 43 months later. The investigator assessed that the event was not related to the study device or procedure. Outcome is unresolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusions: inherent risk of procedure (restenosis). (B)(4).